Event description:
It was reported that t10-iliac xia3 primary surgery was performed. After surgery, infection was confirmed and debridement was performed. It proved to be an infection due to escherichia coli. Second debridement and implant exchange were performed.

Manufacturer narrative:
Method: device not returned; conclusion: no failure of the xia 3 devices was reported by the customer. The patient experienced infection (s4), but it could not be determined if the devices contributed to the event due to lack of information and no devices being returned. As a result, no action will be taken.

Event description:
It was reported that t10-iliac xia3 primary surgery was performed. After surgery, infection was confirmed and debridement was performed. It proved to be an infection due to escherichia coli. Second debridement and implant exchange were performed.